Event description:
It was reported there was an error message received when booting up the programmer and trying to load software. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device had an error at boot up and the electrocardiogram (ECG) connection to the link electronic module (lem) board was broken loose.